Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, resulting in surgical intervention. It was reported that three mitraclips were implanted in the patient with degenerative mitral regurgitation (mr) reducing mr from 4 to 3. The day after the mitraclip procedure, the first deployed mitraclip had a single leaflet device attachment. Mr was 3 to 4. The other two clips remained on the leaflet. Six days after the clip procedure, the patient had surgical mitral valve replacement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported single leaflet device attachment of the clip was likely a result of patient leaflet pathology (prolapsed anterior leaflet). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a lot-specific quality issue. The patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.